Event description:
It was reported that the plunger sensor not in place. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that the top case was cracked, chipped by the left bottom corner and cracked by the tube holder. There was no visible contamination. During power up testing, the reported problem was duplicated; the syringe plunger not in place found during syringe test. The root cause of the reported issue was found to be the q1 broken was off from the plunger board. This issue is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Plunger board also came off the glue. Replaced plunger board.